Event description:
It is reported that this pt, bertins baker, was recovering very nicely following the inverse shoulder arthroplasty in 2007. Dr gobezie noticed what he considers the beginning signs of "scapular notching" at the 1 month post-op visit with a marked increase at the 4 month post-op visit. At that time, dr decided to take the pt back to the or the following week to explant the device and leave her with a resector arthroplasty to eliminate further impingement of her prosthesis with her scapula. During the revision surgery in 2008, dr decided to explant the glenoshere baseplate and head and screws x2.

Manufacturer narrative:
This report will be amended when our investigation is completed. A check of the mfg documents of all mentioned lots did not show any deviations of the specifications.